Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced the cap off exposing the needle, and tube push off. This event occurred five times. The following information was provided by the initial reporter. The customer stated: the complaint is that the straight needle 301746 has the phenomenon of needle push off. It needs to be held by hand, otherwise it will bounce away. In addition, when the white tail cap is opened with the straight needle, the blood sampling needle and the green cap at the front end are directly separated, and the needle will fall off and there is a risk of getting stuck.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes tube push off / loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced the cap off exposing the needle, and tube push off. This event occurred five times. The following information was provided by the initial reporter. The customer stated: the complaint is that the straight needle 301746 has the phenomenon of needle push off. It needs to be held by hand, otherwise it will bounce away. In addition, when the white tail cap is opened with the straight needle, the blood sampling needle and the green cap at the front end are directly separated, and the needle will fall off and there is a risk of getting stuck.